Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 41 mg/dl at the time of the incident and customer¿s current blood glucose level was 46 mg/dl. The customer was treated with the food. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No over/under delivery anomaly noted. Device uploaded properly using carelink. Device also communicated properly with the guardian link 3 and the test plug. Device was able to enter into auto mode properly. No pump/sensor communication anomaly, auto mode anomaly or calibration anomaly noted. Device had a scratched case and a pillowing keypad overlay. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).